Manufacturer narrative:
Batch review performed on 05 march 2019: lot 165079: (B)(4) items manufactured and released on 26-oct-2016. Expiration date: 2021-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 we were informed about a patient who came in complaining of instability 1 year and 7 months after primary. On the following day the surgeon revised the 10mm poly with a 14mm poly and the surgery was completed successfully.